Event description:
It was reported that during routine clinic check, charge time limit reached alert was noted. Two successive cap maintenances were performed, and normal charge times were noted. At subsequent follow-up, it was confirmed that the issue had been resolved.

Event description:
New information received notes that during a follow-up, extended charge time continues to observe. The device was explanted and replaced. No further information.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.